Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported, that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient had a sensor issue seven days after the sensor was inserted in the arm. The patient was sleeping and sweating, and the son checked the bg (blood glucose), which was 37 mg/dl. The sensor had fallen off the patient's body while she was sleeping unbeknownst to the patient. There was no documentation of cgm (continuous glucose monitor) alerts or alarms. The son called an ambulance. And the hypoglycemia was treated with an unspecified IV and the patient recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was weak and tired. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined, to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.